Event description:
It was reported that the system displayed various kv errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a high voltage calibration. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.